Manufacturer narrative:
Method: the actual device was not evaluated, however implantech reviewed production records as well as performing trend analysis. Results: no device problem was found. There have been no other report complaints with either the manufacturing lot or associated sterile lot. Conclusions: displacement and extrusion are known inherent risks of implant procedures, and are addressed in the product labeling.

Event description:
This is the same patient associated with mdrs # 2028924-2022-00006 and 2028924-2022-00010. This event is associated with right side mandibular angle implant which was explanted approximately 14 months post-op. Though the device may have been removed prophylactically due to infection concerns on the device associated with MDR # 2028924-2022-00006, the patient/complainant indicated that the surgeons who removed the device had indicated that "everything was out of place and the right side was ready to tear the mucosa and come to the surface."